Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the overlay touch was not working in some places. The overlay/bezel was replaced and calibrated. It was noted that the fan was noisy and it was replaced. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a touchscreen issue in the middle of the display. The programmer was returned for service. No patient complications have been reported as a result of this event.